Event description:
It was reported that the patient presented for a routine follow up. Upon interrogation, the left ventricular lead exhibited a high capture threshold. Microdislodgement of the lead was suspected. The device was reprogrammed. Patient was discharged in stable condition.